Event description:
It was reported that the pump display was light grey and did not show any information, affecting the customer's ability to interact with it, and rendering it ineligible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the shipping address, and provided the caller with instructions for putting the pump into storage mode before returning it. The customer acknowledged these instructions and was informed to use multiple daily injections (mdi) as a backup therapy. The problematic pump was to be returned using a pre-paid label within ten days.